Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, auto mode switch (ams) due to multiple episodes of atrial lead noise were observed. Isometric testing could reproduce the noise. The physician opted to continue to monitor. The patient was stable.

Event description:
New information received notes that atrial lead noise was observed. Electrical measurements were normal. No patient issues were noted. The patient was being monitored.